Event description:
It was reported that there was an alert for a high out of range pace impedance on this cardiac resynchronization therapy pacemaker (crt-p). The right ventricular (rv) lead connected to this crt-p is from another manufacturer. As a result, the pacing configuration automatically switched to unipolar pacing and myopotential signals were oversensed. Troubleshooting was discussed. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.